Event description:
It was reported to vyaire medical that the avea ventilator shows. For volume readings. As of this time, there is no information of patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.